Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's right ventricular lead had dislodged due to shoulder manipulation. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.